Manufacturer narrative:
Phone number: (B)(6).

Event description:
Philips received a complaint on the heartstart xl device indicating that the function test failed.

Manufacturer narrative:
The fse evaluated the device onsite and determined that the defibrillator function was abnormal. After re-running the test, the device was returned to full functionality. The device remains at the customer site, and no further evaluation is warranted at this time.